Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 67 mm abdominal aortic aneurysm. It was reported that a CT was performed approximately 6 years post procedure, where a potential type 1b endoleak was observed. After review of the CT, the 16x20x93 on the ipsilateral (right side) was noted to have contrast outside of limb and flow noted in the aneurysm sac. Physician then decided to take patient to surgery for further evaluation and intervention. Upon first angiogram, distal portion of 16x20x93 noted in proximal common iliac and contrast flowing back into sac. Additionally, a small type 1a endoleak was noted at the neck below the renals artery, contrast blushing outside of graft into sac. Patient did not present with any signs or symptoms of a rupture. It was stated that the a 32x32x49 abdominal cuff was placed directly below the renals artery. The 16 x 20 x 93 limb on the ipsilateral side was extended with a 16 x 10 x 124 into the external iliac. Due to the tortuosity, a 13 x 10 non-medtronic device was extended out of the 16 x 10 x 124. Per angiogram, the type 1a and type 1b endoleak were resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine